Manufacturer narrative:
The following other device was also listed in this report: femoral condyle; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as device was retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for 0.3 yrs. Condyle and insert were revised. Tray and patella were remained implanted. The patient presented with a ucla score of 2, three months prior to revision surgery and maximum score of 4.

Manufacturer narrative:
An event regarding infection involving a scorpio insert was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned but an image was provided which appears consistent with a poly component that was in vivo for over 10 years and subsequently explanted. There is polishing evident on the bearing surface of the component. Yellowing of the insert is also noted which is consistent with absorption of synovial fluid in vivo. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the primary harm involved is bacterial and fungal infection tka." -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been 1 other event for the reported lot ID but no similar events found for the sterile ID. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. A review of the technical evaluation for the reported infection indicated that based on the data reviewed, it has been determined that the introduction of the reported causative agent of this post-operation infection was not via the medical devices (i.e.: metal femoral stem, acetabular shell, femoral head (metal and ceramic), or x3 uhmwpe insert). A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for 0.3 yrs. Condyle and insert were revised. Tray and patella were remained implanted. The patient presented with a ucla score of 2, three months prior to revision surgery and maximum score of 4.